Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for wound and device check after two weeks implanted. Device was checked and low r waves and high thresholds were observed, x-ray was performed, and lead dislodgment was observed. Lead was scheduled for reposition. During the rv lead reposition, the helix could not be retracted or extended. Then a new lead was provided to complete the procedure. After the rv lead was reposition, the device torque wrench rotated clockwise but it did not hear clicking noise (impedance measure was high). The physician tried to reconnect, but it could not connect properly. A new device was used, and all leads connected without any issue. The procedure was completed with no patience adverse consequences. Related manufacturer reference number: 2938836-2020-00955.

Manufacturer narrative:
The reported field event of rv connection issue was verified in the lab. The rv set screw was found to be completely backed out from the set screw thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing a test lead to the device. The high rv lead impedance observed in the field was determined to be due to the lead connection issue, caused by the df4 set screw dislodgment. The issue was consistent with the procedure. Interrogation of the device revealed the device was above eri when received. The device's rv pacing lead impedance and sensing were tested on the bench and they were found to be normal.